Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1300 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review could not be completed for the reported event date due to a data gap between (B)(6) 2025 and (B)(6) 2026 attributed to a cloud sync issue. No malfunction alerts, factory resets, or motor errors were identified in available logs outside this period. The user reported concurrent illness and alcohol withdrawal; however, these factors could not be confirmed as the sole cause of the event. Based on available information, the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.